Event description:
Surgeon states that the echelon contour curved cutter misfired. The load used came with the device already loaded. The staple cut the colon, but did not deploy any staples. Another load was tried on the specimen and deployed properly.